Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed fracture conductors at 19-cm from the terminal pin. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of clavicular/first-rib entrapment. The reported high impedance measurements were likely the result of the lead damage observed by the laboratory.

Event description:
It was reported that this implantable lead was explanted due to high impedance cause by a fracture. A new lead was successfully implanted. No additional adverse patient effects were reported.